Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while transporting a patient, the device inappropriately shut down during movement of the ambulance. Complainant indicated that the ambulance pulled over to continue monitoring the ECG rhythm of the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.